Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 piece of the c-ring had broken. The harvester made an incision and found the broken piece of the c-ring and removed it from the patient¿s leg and the operative field. No harm to the patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory on 09/30/2020. An investigation was conducted on 10/12/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break-c-ring¿ was confirmed. The lot#: 25150051 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR / lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 piece of the c-ring had broken. The harvester made an incision and found the broken piece of the c-ring and removed it from the patient¿s leg and the operative field. No harm to the patient. A replacement device was used to complete the procedure.